Event description:
A catheter tear was reported at the pump connection of the pt's implanted device system. The device system was explanted. They had not planned to replace the implanted system at the time of this report. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).